Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient expired on (B)(6) 2018 due to ventricle fibrillation (vf). Interrogation of the device post-mortem indicated the defibrillation lead impedance on the right ventricular (rv) lead was high and out-of-range potentially due to lead damage. When the patient developed vf, but the high voltage therapy was aborted due to interference of the defibrillation impedance. There was also undersensing of the arrhythmia on the rv lead. The patient was shocked multiple times by an external defibrillator, but all attempts were unsuccessful and the patient expired.

Event description:
Additional information received indicated the egm revealed the patient received inappropriate high voltage therapy due to noise on the right ventricular lead.